Event description:
It was reported the patient (B)(6) experienced a gradual loss of stimulation following a recent physical event. Since that time, impedance problems have been observed for the lead. Surgical intervention was undertaken to address this issue. Intraoperative testing found invalid impedance measurements for all lead contacts. In addition, a fracture of the lead was observed approximately 1 cm proximal of the anchor. The patient's lead was replaced and no further consequences were reported.

Manufacturer narrative:
Evaluation: results: as received, all the wires were broken at approximately 24.5cm from the stimulation end of the lead. The lead was fractured at the proximal end of the anchor. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.